Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/03/2017 with the following findings: during investigation, there audible tones were functioning normally. The original complaint was unable to be duplicated. The pump was opened and there was no damage found to the audio circuit.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.